Event description:
It was reported that on the proximal plates, there were small black dots/marks/rust. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: hrs, hwc. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the returned articles show some discoloration/marks on the surface. Based on the DHR review, the evaluation, and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.